Event description:
A mid shaft clavicle plate was implanted. At some point postop, one of the screws (2.7 mm x 14 mm locking cortical screw) broke. The broken screw was explanted during a revision surgery.

Manufacturer narrative:
The screw was examined under magnification. There was some deformation of the locking threads. The fracture surface indicates a combination of a bending and torque load led to the failure. Additional mdrs associated with this event: 3025141-2017-00157: screw 2. 3025141-2017-00158: screw 3. 3025141-2017-00159: screw 4.